Event description:
It was reported that the patient tripped and fell on (B)(6) 2021. On (B)(6) 2021 the patient was admitted to the hospital due to a suspected stroke. The fall resulted in bruising above the patients left eye and an bump on the left side of patients forehead. The patient also had swelling near ipg site. The device remains implanted and is working as intended.

Event description:
It was reported that the patient tripped and fell. Several days later, the patient was admitted to the hospital due to a suspected stroke. However, the patient's wife stated that the suspected stroke was ruled out as a cause of the fall. The fall incident resulted in bruising above the patient's left eye and an bump on the left side of patients forehead. The patient also had swelling near ipg site and some concern with right arm mobility. The device remains implanted and is working as intended.